Event description:
(B)(4). When I awoke from the procedure, I knew the coils were there. I said they pinched and burned and continued to do so for the entire time I had them. I was told that I couldn't feel them... I had a unexplained rash across my abdomen a few months later. I continued to feel the pinching and burning especially during ovulation and during menstrual cycle. For the next several years, my cycles were increasingly painful and heavy bleeding, began having blood clots as well. Gained weight gradually, stamina/ energy declined. Continually lower back and pelvic pain. Very sensitive sciatica pain, often shooting down my leg to my foot. Went to many chiropractor visits. Increased bleeding/clotting during cycles, cycles became more irregular and frequent, pain during intercourse. Was given medicine to reduce blood flow, which did help manage blood flow but did not reduce pain nor improve anemia. Continually battled headaches, migraines and vertigo. Essure was removed via tah/bs on (B)(6) 2015. Uterus found to be enlarged. Found several polyps and approximately 10 fibroids, largest being 2.5 cm.